Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
It was reported impossible to disengage the mount from the implant #46 during implant placement, so implant was removed. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information , g3: date received by manufacturer , g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie did not receive one (1) boes505, (3i t3 short external hex parallel walled implant, 5mm(d) x 5mm(l)) for evaluation. Visual evaluation / functional test was performed, implant shows wear and mount is able to be disengaged from implant as intended. No malfunction identified. DHR review was completed for the subject lot number 2020040358. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020040358, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.